Manufacturer narrative:
E1 reporting institution phone#: (B)(6). The event took place on august 21, 2025, at 23:22 hours on bed 45_12t. A philips field service engineer (fse) evaluated the device. There were no errors codes and the device was found to function as expected. The logs and a photo of the audit log were retrieved by the fse. A review of the logs by the fse found asystole alarming at 23:23:59. The fse evaluated the pic ix and discovered that the minimum volume was set to 1. This is a very quiet setting. The allegation indicates that the three nurses who were at the control center at the time of the incident did not hear the alarm. The alarm volume was increased from 1 to 5 by the fse. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the nurses did not hear the asystole alarm and the nurses thought the alarm did not occur or was sent too late to the central station. The patient fainted and then rang the nurse call, after which a 17.7 second episode of asystole was found.

Manufacturer narrative:
Additional information was received which changed the software version to 4.2 and changed the manufacturer registration cfn/fei. Please refer to MFR# 9610816-2025-000891 for the complete report.